Manufacturer narrative:
Concomitant medical products: product ID: 748240, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3389s-40, lot# v050963, implanted: (B)(6) 2006, product type: lead. Product ID: 748240, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3389s-40, lot# v012588, implanted: (B)(6) 2007, product type: lead. Product ID: 37602, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2011, product type: implantable neurostimulator. (B)(4).

Event description:
It was reported the right lead was exposed due to fall/injury. The patient had fallen in their garage and hit the right side of their head which resulted in a wound to the right scalp. The patient was taken to the emergency department for sutures and the neurosurgeon was consulted since the lead was exposed. Intervention involved re-suturing of the lead tract. The event was related to the device or therapy and not related to the procedure. The event was considered resolved without sequelae.